Event description:
It was reported that the left ventricular lead exhibited loss of capture. On (B)(6) 2014, fluoroscopy prior to revision procedure revealed the lead was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.